Event description:
It was reported that the health care professional (hcp) called for review of device data as there was a concern of right atrial (ra) loss of capture. Technical services reviewed the data and found in 2023 there was low out of range pacing lead impedance measurements measuring less than 200 ohms. Most recently impedances have been bouncing between less than 200 ohms and greater than 3,000 ohms. Additionally, on a recent event there was observations of ra oversensing and occasional, potential loss of capture on the electrogram (egm). Technical services recommended to do an in-clinic evaluation as the ra lead may be compromised. It was noted that the patient is not good at follow-ups. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data as there was a concern of right atrial (ra) loss of capture. Technical services reviewed the data and found in 2023 there was low out of range pacing lead impedance measurements measuring less than 200 ohms. Most recently impedances have been bouncing between less than 200 ohms and greater than 3,000 ohms. Additionally, on a recent event there was observations of ra oversensing and occasional, potential loss of capture on the electrogram (egm). Technical services recommended to do an in-clinic evaluation as the ra lead may be compromised. It was noted that the patient is not good at follow-ups. At this time, the lead remains in service. No adverse patient effects were reported.